Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to the oversensing of the noise. A review of the episode showed the signal amplitude was low. An x-ray was performed and the s-ICD system was found to be in the same position as the initial implant. Reprogramming efforts were performed and the plan is continuing to be monitored. No additional adverse patient effects were reported. At this time, no further information is available and records indicate this system remains in service.